Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope up and down angulation knob is not good. The reported issue occurred during the procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle is clogged with foreign material and the foreign material is yellowish/brown in color, which is of unknown origin, also the bending section cover has foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. During the evaluation it was found that the bending section cover has foreign object additional findings were as follows: the light guide bundle is slipping down, due to wear of angle wire, bending angle in up direction does not meet the standard value, due to damage on channel-tube, water tightness is lost, the light guide lens has a scratch, the nozzle was missing, the angulation works but angulation control knob feels too stiff, the plastic distal end cover has a scratch, due to clogging of nozzle, water removal ability does not meet the standard value, and the adhesive on the bending section cover was detached. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.